Manufacturer narrative:
Physio-control performed an initial evaluation of the customer's device and was unable to duplicate the reported issue. The electronic records were downloaded, and physio-control was able to verify the reported issue in a review of these records. When attempting to provide a fourth shock during an event on september 19th, 2018, the device unexpectedly locked up. The event date has accordingly been updated to 09/19/2018. Physio-control has determined that the likely cause of the reported issue was due to a field programmable gate array component (¿fpga¿) on the system pcb assembly. Timing issues in the fpga firmware may intermittently prevent a required system reboot following a defibrillator shock which results in the lockup issue. During the evaluation, the device lockup condition occurred once in every 800 to 1200 defibrillator discharge cycles. New fpga firmware has been created to resolve the timing issues that were identified. Validation testing of the new fpga firmware has confirmed that the updated firmware is effective in correcting intermittent device lockup issue following a defibrillator shock has been corrected.

Event description:
The customer contacted physio-control to report that the display of their device went black, when they tried to provide a patient with synchronized cardioversion. All the leds illuminated and the batteries had to be removed, in order to reboot the device. This behavior is indicative of a device lock-up. In this state, the device would not be able to provide therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the display of their device went black, when they tried to provide a patient with synchronized cardioversion. All the leds illuminated and the batteries had to be removed, in order to reboot the device. This behavior is indicative of a device lock-up. In this state, the device would not be able to provide therapy, if it were needed. Physio-control contacted the customer in order to obtain additional information about the patient and event; however, no response was received.